Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant rupture" confirmed by ultrasound. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, the device was broken shell and red encapsulation. Unable to confirm, if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, rupture. Subsequently, ultrasound identified "folding's, can be seen. And device shell is not continuous. Device has been explanted.

Event description:
Patient reported "implant rupture" confirmed by ultrasound and MRI. Subsequently, physician confirmed events and reported "device shell collapsed, simple cyst", "a nodule in relation with an already diagnosed fibroadenoma" and "folding's can be seen and device shell is not continuous". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ crease/folding of implant : no observed. ¿ cyst-ndr : not applicable as the event is not related to the device. ¿ lump/nodule-ndr : not applicable as the event is not related to the device. Additional observations: ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side "implant rupture". Subsequently, physician confirmed events and reported "device shell collapsed, simple cyst", "a nodule in relation with an already diagnosed fibroadenoma" and "folding's can be seen and device shell is not continuous". Device has been explanted.